Event description:
It was reported that the 8800 system had a generator communication failure error message. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The monoblock was replaced during the service call.